Manufacturer narrative:
(B)(4). Associated with MDR: 3004904811-2016-00031, which reports the same incident with the use of the secondary 360 express device. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Patient underwent rfa procedure with the use of the barrx 360 rfa balloon catheter. On the first pass, the guide wire got stuck in the catheter upon removal from the patient. In order to complete the procedure the physician used a second 360 express catheter. When the second catheter was removed from the patient, the guide wire got stuck in the catheter again. Patient had a normal recovery on the day of the procedure. On (B)(6) the patient went to the ER complaining of chest pain. The patient was examined but no medical intervention was required.

Manufacturer narrative:
(B)(4). Evaluation summary: one used device was received for evaluation. The customer reported the catheter got stuck on the guidewire. The visual inspection confirmed the reported event occurred. The guidewire was sticking out both ends of the catheter. No other anomalies were noticed. No excessive debris. No lifted or damaged electrodes. The root cause of the observed condition was determined to be a result of the use of a guidewire with a tip that is too large for the device, contraindicated by the IFU. A review of the device history records for the provided lot/serial number was completed and no entries pertinent to the event were noted and this lot/serial number was released meeting all specifications as manufactured.